Event description:
It was reported that during an unknown time, on an unknown date, the power button of the unit fell off. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete as no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.